Event description:
It was reported that there was an image quality issue with the 2800 sys. It was noted that the monitor was dark (black band around the middle). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the left monitor. The sys was tested and found to be working as intended and placed back into service.